Event description:
Morning of (B)(6) 2018, customer delivered a 50 units of insulin at 6:00am and another 50 unit bolus at 10:00am. At noon, customer's blood glucose meter read blood glucose high, seek medical attention immediately. Customer was transported to the hospital via ambulance. Upon being discharged from the hospital, customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 694 mg/dl and a bolus via the pump was delivered to address the bg. The customer thought the pump performance was the cause of the high bg. The customer was treated in the emergency room and was admitted to the hospital. The customer was treated with fluids, intravenous insulin resolving the high bg and was discharged on (B)(6) 2018. The customer declined a pump system check as the pump was not with the customer at the time of the report. Although multiple attempts were made to follow-up, the customer did not reply to the requests.